Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient has known diaphragmatic stimulation since implant. The right ventricular lead was reprogrammed to just above threshold. The lead remains in use. No further patient complications have been reported as a result of this event.